Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the clip broke during a laparoscopic procedure. The broken clip was retrieved and another product from a different lot number was used to complete the case. There was no patient injury.